Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the connector pin on the attempted right atrial (ra) lead was bent as well as very loose within the lead body. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.